Event description:
(B)(6) clinical study. It was reported that during a coronary stenting treatment procedure, snow plowing and kinking of the vessel occurred. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was 80% stenosed, 4.25mm in diameter and 18mm long. The lesion was treated with direct placement of a 4.0x20mm taxus liberte stent. Following placement of the stent, angiography findings revealed some snow-plow and/or kinking in the distal end. This was treated with placement of a 4.0x8mm taxus liberte stent with slight overlap of the distal end. Post dilation was performed. Residual stenosis was 0%.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).